Manufacturer narrative:
A supplemental report is being submitted for correction. Correction b1: adverse event/product problem was corrected from product problem to adverse event and product problem. Correction b2: outcome attributed to adverse event was corrected to hospitalization. Correction h6: imf code was corrected from f11 to f08 and f12. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that upon arrival in the emergency department (ed), the patient was feeling lightheaded but otherwise stable. It was originally suspected there was a battery problem, but ultimately it was determined to be a controller and controller ac adapter issue. The controller ac adapter was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1425 / catalog #: 1425 / expiration date: unk / serial or lot#: (B)(6), UDI #: (B)(6), d9: no h4: mfg date: unk h5: no h6: patient ime code(s): e011903 h6: imf code(s): f12, f08 h6: img code(s): g02027 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. -additional information b5 desc evt problem: update to include a second battery involved in the event. H10 addt manufacturer for MDR: updated to include serial number for previously reported battery and secondary battery with serial number added to the event. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2020 / serial #: (B)(6), UDI #: (B)(4), h4: mfg date: 11-oct-2019 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2020 / serial #: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 25-jul-2019 h5: no h6: patient ime code(s): e011903 h6: imf code(s): f12, f08 h6: img code(s): g02002 h6: FDA device code(s): a04 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a second battery was suspected to be involved in the reported event.

Manufacturer narrative:
Additional products a supplemental report is being submitted for corrections and device evaluation. H10 additional products hw41018 d4 UDI# corrected from asku to 00888707003261, and heartware ventricular assist system ¿ battery d4 serial # corrected to unk and h4 corrected from unk to mfg date: unk. Product event summary: the ventricular assist device (vad) hw41018 and one battery of unknown serial number were not returned for evaluation. One controller (con406229) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Review of the controller log files revealed that the controller logged six entries in the event file on 30-dec-2020, between 19:44:28 and 21:12:07, indicating that the pump motor controller (pmc) had reset itself intentionally. The pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. Log file analysis also revealed several controller power up events logged between 30-dec-2020 at 19:40:24 and 31-dec-2020 at 07:43:26. Additionally, several vad disconnect alarms were logged on 30-dec-2020 between 19:40:13 and 21:13:29. An analysis of the alarm file revealed that several of the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarms were higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. No additional alarms were logged within the analyzed period. Internal inspection did not reveal any anomalies. During supplemental testing, the controller was connected to a test motor and allowed to run for an extended period of time; results revealed that the pmc resets could not be replicated. As a result, the reported vad stopped alarms, vad disconnect alarms and losses of power events were confirmed; it is likely the observed alarms are related to the reported "no flow" event. The reported "battery malfunction" event could not be confirmed due to insufficient information. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Possible causes of the reported vad disconnect event can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm and/or a physical disconnection of the driveline from the controller, likely during troubleshooting. Based on risk documentation and the available information, the most likely root cause of the observed pmc resets can be attributed, but not limited, to a temporary memory corruption. Additional products: d4: (B)(6) UDI #: 00888707003261 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12, d14 d1: heartware ventricular assist system ¿ battery d4: serial #: unk h4: mfg date: unk h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Review of the controller log files revealed that the controller logged six (6) entries in the event file on (B)(6) 2020, between 19:44:28 and 21:12:07, indicating that the pump motor controller (pmc) had reset itself intentionally. The pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. Log file analysis also revealed several controller power up events logged between (B)(6) 2020 at 19:40:24 and (B)(6) 2020 at 07:43:26. Additionally, several vad disconnect alarms were logged on (B)(6) 2020 between 19:40:13 and 21:13:29. An analysis of the alarm file revealed that several of the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarms were higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Internal inspection did not reveal any anomalies. During supplemental testing, the controller was connected to a test motor and allowed to run for an extended period of time; results revealed that the pmc resets could not be replicated. As a result, the reported events were confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Possible causes of the reported vad disconnect event can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm and/or a physical disconnection of the driveline from the controller, likely during troubleshooting. Based on risk documentation and the available information, the most likely root cause of the observed pmc resets can be attributed, but not limited, to a temporary memory corruption. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Correction: h1 type of reportable event was changed from malfunction to serious injury. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as device evaluation summary was revised and updated. Product event summary: the ventricular assist device (vad) (B)(6), two (2) batteries ((B)(6)) and one (1) controller ac adapter (cac302637) were not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Review of the controller log files revealed that the controller logged six (6) entries in the event file on (B)(6) 2020, between 19:44:28 and 21:12:07, indicating that the pump motor controller (pmc) had reset itself intentionally. The pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. Log file analysis also revealed several controller power up events logged between (B)(6) 2020 at 19:40:24 and (B)(6) 2020 at 07:43:26. Additionally, several vad disconnect alarms were logged on (B)(6) 2020 between 19:40:13 and 21:13:29. An analysis of the alarm file revealed that several of the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarms were higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. No additional alarms were logged within the analyzed period. Internal inspection did not reveal any anomalies. During supplemental testing, the controller was connected to a test motor and allowed to run for an extended period of time; results revealed that the pmc resets could not be replicated. As a result, the reported vad stopped alarms, vad disconnect alarms and losses of power events were confirmed; it is likely the observed alarms are related to the reported "no flow" event. Log file analysis did not reveal any anomalies involving (B)(6), or a controller adapter within the analyzed period. As a result, the reported "battery malfunction" and ¿controller ac adapter issue¿ events could not be confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Possible causes of the reported vad disconnect event can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm and/or a physical disconnection of the driveline from the controller, likely during troubleshooting. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Based on risk documentation and the available information, the most likely root cause of the observed pmc resets can be attributed, but not limited, to a temporary memory corruption. Updated section: serial #: (B)(6), h6:FDA conclusion code(s): b14 serial #: (B)(6), h6:FDA method code(s): b17, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. B5 description of the event was updated to indicate that the patient later regained consciousness after the controller ac adapter was connected to the controller. Sometimes the losses of power were consecutive, and other times the pump would start and a driveline disconnect would follow. It was noted that some of the vad disconnect alarms were due to the controller turning on and no driveline being attached to the controller. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient later regained consciousness after the controller ac adapter was connected to the controller. Sometimes the losses of power were consecutive, and other times the pump would start and a driveline disconnect would follow. It was noted that some of the vad disconnect alarms were due to the controller turning on and no driveline being attached to the controller.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) and two batteries ((B)(4)) were not returned for evaluation. One controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Review of the controller log files revealed that the controller logged six entries in the event file on (B)(6) 2020, between 19:44:28 and 21:12:07, indicating that the pump motor controller (pmc) had reset itself intentionally. The pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. Log file analysis also revealed several controller power up events logged between (B)(6) 2020 at 19:40:24 and (B)(6) 2020 at 07:43:26. Additionally, several vad disconnect alarms were logged on (B)(6) 2020 between 19:40:13 and 21:13:29. An analysis of the alarm file revealed that several of the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarms were higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of s witching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. No additional alarms were logged within the analyzed period. Internal inspection did not reveal any anomalies. During supplemental testing, the controller was connected to a test motor and allowed to run for an extended period of time; results revealed that the pmc resets could not be replicated. As a result, the reported vad stopped alarms, vad disconnect alarms and losses of power events were confirmed; it is likely the observed alarms are related to the reported "no flow" event. Log file analysis did not reveal any anomalies involving (B)(4). As a result, the reported "battery malfunction" event could not be confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Possible causes of the reported vad disconnect event can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm and/or a physical disconnection of the driveline from the controller, likely during troubleshooting. Based on risk documentation and the available information, the most likely root cause of the observed pmc resets can be attributed, but not limited, to a temporary memory corruption. Additional products: (B)(4) h6: FDA method code(s): b15 h6: FDA results code(s): c19 (B)(4). H6: FDA method code(s): b15, b17 h6: FDA results code(s): c19. H6: FDA conclusion code(s): d12, d14. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Product event summary: the ventricular assist device (vad) (B)(6) , two (2) batteries (B)(6) and one (1) controller ac adapter (cac302637) were not returned for evaluation. One (1) controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Review of the controller log files revealed that the controller logged six (6) entries in the event file on 30/dec/2020, between 19:44:28 and 21:12:07, indicating that the pump motor controller (pmc) had reset itself intentionally. The pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. Log file analysis also revealed several controller power up events logged between (B)(6) 2020 at 19:40:24 and (B)(6) 2020 at 07:43:26. Additionally, several vad disconnect alarms were logged on (B)(6) 2020 between 19:40:13 and 21:13:29. An analysis of the alarm file revealed that several of the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarms were higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. No additional alarms were logged within the analyzed period. Internal inspection did not reveal any anomalies. During supplemental testing, the controller was connected to a test motor and allowed to run for an extended period of time; results revealed that the pmc resets could not be replicated. As a result, the reported vad stopped alarms, vad disconnect alarms and losses of power events were confirmed; it is likely the observed alarms are related to the reported "no flow" event. Log file analysis did not reveal any anomalies involving (B)(6) or a controller adapter within the analyzed period. As a result, the reported "battery malfunction" and ¿controller ac adapter issue¿ events could not be confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Possible causes of the reported vad disconnect event can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm and/or a physical disconnection of the driveline from the controller, likely during troubleshooting. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Based on risk documentation and the available information, a possible root cause of the observed pmc resets event can be attributed, but not limited, to a communication failure between the uic and pmc and/or due to a failure of the pmc. CAPA pr00594989 is investigating loss of communication between uic and pmc. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller ac adapter remains in use.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Newly received information indicated that the controller ac adapter remains in use. Section b5 describe event was corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted as additional information was received for the event. The patient is a participant in a clinical study. "Product surveillance registration mechanical circulatory support therapy base" additional products: d1: heartware ventricular assist system -pump d4: model #: 1103 / catalog #: 1103 / expiration date: 30-jun-2021 / serial or lot#: (B)(6) UDI #: asku d9: no h4: mfg date: 04-jun-2019 h5: yes h6: patient ime code(s): (B)(6) h6: imf code(s): f12, f08 h6: img code(s): g04105 h6: FDA device code(s): a1412 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: unk / serial or lot#: UDI #: asku d9: no h4: unk h5: no h6: patient ime code(s): e011903 h6: imf code(s): f12, f08 h6: img code(s): g02002 h6: FDA device code(s): a04 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad)and controller exhibited a vad stop alarm. Emergency medical services were called and when they arrived the patient was minimally responsive with agonal breathing. A bag valve mask was used for the patient intermittently. The vad had no flow and made no sound upon auscultation. The patient was plugged into the wall due to concern for battery malfunction. Eventually the vad alarm stopped and flow returned. The vad and battery remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unconscious and unresponsive after multiple losses of power to the controller, ventricular assist device (vad) stop alarms, and vad disconnect alarms. The controller was exchanged and had no further alarms or vad stops occurred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information that the patient was hospitalized. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had been hospitalized.